Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak). Results and conclusions: (1 cm of overlap), (severe tortuosity and mild vessel calcification).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm and bilateral iliac aneurysms three months ago. Vessel morphology was not reported. The bifurcated stent graft was implanted on the right side and was extended with a 16x16x124 iliac limb (ref. MFR. # 2953200-2011-01349). The contralateral limb was implanted on the left side and was extended with a 16x16x93 iliac limb (ref. MFR. # 2953200-2011-01350). It was reported that there was a 2cm overlap between the contralateral limb and the extension; however, when the wires were removed, there was only 1 cm of overlap. On a recent CT, a type 3 endoleak was identified between the contralateral limb and extension. The endoleak was resolved by placing a 16 x 16 x 93 endurant limb to bridge the disunion. An internal review of the films identified severe tortuosity and mild vessel calcification. No clinical sequelae were reported, and the patient is fine.